Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-28, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine 10,000 mcg/ml at a dose of 1,900 mcg/day via an implantable pump for an unknown indication. On (B)(6) 2015, it was reported the patient had an open surgical wound from implant that resulted in an infection at the pump implant site. The device was explanted and tissue samples were taken. The results of the samples were not reported. The patient was listed as "alive - no injury". Additional information has been requested regarding the outcome of the event, but it was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2015, product type: catheter. Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (unknown lot#) found catheter body damage which occurred to the catheter body and/or guide-wire during implant procedure.